Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels range (211-298 mg/dl) for the past two weeks. The customer took boluses via the pump to stabilize bg level. During the call with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. The customer stated to not observed any issues with the site, but believes that the issue may be due to not rotating the sites well enough. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level and to discuss infusion set site options. .